Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. The impedance issue was resolved and effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-32781. It was reported the patient is not receiving effective therapy due to high impedances on one lead. It was noted that the patient had a fall recently. Patient repositioning and reprogramming were unable to resolve the issue. As a result, surgical intervention may occur to address the issue. It is unknown which lead has the high impedances so both are being reported.